Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that ems came to assist him with a high blood glucose event on (B)(6) 2016. The customer's breathing changed and he stiffened in bed. His girlfriend noticed that he was cold and clammy to the touch. His blood glucose was over 500 mg/dl. He treated with a manual insulin injection, and his blood glucose decreased to 375 mg/dl by the time ems arrived on scene. Ems advised the customer to call his health care professional. Troubleshooting for the high blood glucose was declined. The insulin pump was not returned for analysis.